Event description:
It was reported that the pt underwent successful implant of an endovascular stent graft at the venous anastomosis of left upper arm loop graft. Approx, two days later, the dialysis access circuit thrombosed. Irregularity/stenosis was found at both ends of the stent graft. Thrombectomy was performed, followed by pta of the stenosis. An additional longer stent was also placed. As the clot was highly organized, the physician questioned whether the pt was presenting with a hypercoagulable state.

Manufacturer narrative:
The device remains implanted; therefore, not available for eval. The event investigation is currently underway.